Event description:
An endurant bifurcate stent graft was implanted during the endovascular exclusion of a 40mm abdominal aortic aneurysm. Additionally, stents were implanted in the bilateral renal arteries. It was reported during the index procedure, the enbf2816c145ee stent was fenestrated in vitro . During implantation, as the right renal artery stent was being positioned, the renal stent catheter became entangled with the suprarenal stents of the endurant bifurcate and could not be separated. To retrieve the device, the endurant and renal stents stent were displaced into the descending aorta. To maintain the blood flow within the stent, an endurant (encf3232c45ee) was implanted at the proximal end of the abdominal aorta stent. Unplanned artificial blood vessel replacement was then performed to reconstruct the abdominal aorta and its branches. Per the physician the cause was not specified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film analysis the reported device damage by another device was confirmed on the films provided; however, the cause of the event could not conclusively be determined based on the limited images available. Procedural angiograms showing deployment of the endurant bifurcate and renal stents, as well as attempts to remove the delivery systems, were not available for a thorough assessment of the reported events. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues related to the main body bifurcate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.